Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony lens was implanted in the patient's operative eye. Post-operatively, the patient complained of being dissatisfied and experiencing bad glare while driving. The doctor has tried glasses and alphagan so far, but the patient is still not happy. The doctor is giving it 30 days and then plans to explant the lens from the operative eye. No additional information was provided.